Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum which caused the customer to experience a blood glucose (bg) level of 412 mg/dl. The customer went to the emergency room (ER) and was subsequently admitted to the hospital. Customer was treated with multiple lantus injections to address bg. The customer was released from the hospital on (B)(6) 2021 with no permanent damage, and reverted to an alternate for of insulin therapy.